Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult to remove lock line and clip jumping to inverted position. It was reported that this was a mitraclip procedure that was being performed following the instructions for use in the patient with grade 4 degenerative mitral regurgitation (mr). Resistance was met removing the lock line, but the clip deployment continued. The clip was deployed and the lock line was attempted to be removed again, but the lock line remained stuck. On pulling the lock line, the clip opened to the inverted position. The clip could not be pulled inside the steerable guide catheter (sgc) because the clip was inverted, so when the clip was retracted across the septum, the atrial septal defect (asd) was larger than expected. The clip was able to be retrieved down to the femoral access point where the clip became stuck. The sgc was replaced with a larger 28 f sheath to remove the clip from the access point. No snare was required. A new sgc and new clip delivery system were used to complete the procedure. One mitraclip was implanted successfully reducing mr grade to 1. There were no reported problems with the new clip. The asd was treated with a septal occluder. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated, and the reported mechanical jam was confirmed based on the observed knotted lock line issue during returned device analysis. The reported difficult to remove (anatomy) and (clip delivery system (cds)/steerable guide catheter (sgc) could not be replicated in a testing environment as these were related to patient/procedural circumstances. The reported difficult to open or close (clip jumping) could not be replicated in a testing environment as it was related to procedural circumstances and due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not identify any similar incidents from this lot. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. The difficult to remove (cds/sgc) and difficult to remove (anatomy) appear to be due to patient/procedural conditions. A conclusive cause for the reported difficult to open or close (clip jumping) could not be determined. Based on the information reviewed, the reported patient effect of atrial perforation was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.